Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for eval. The covidien e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may have mitigate the increased risk.

Event description:
The customer reported that a pt received a 1st degree burn at one of the pad sites on the right clave during the rf liver ablation procedure. It was reported by the site that the grounding pads were not placed on the pt's thighs as directed by the supplier directions for use (dfu), nor were the pad sites properly prepared. Four pads were positioned on the pt's unshaven calves instead of the thighs. The burn was not treated with biafine cream. The incident pad was discarded by the site and is not available for eval.